Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 3.50 rebel stent was advanced to treat the lesion. However, the stent got caught onto something in the artery and was burred up. The procedure was completed with another 12 x 3.50 rebel stent and a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system. The balloon was tightly folded. The stent was microscopically examined and was found to be damaged with the first proximal row was stretched and lifted. There were several hypotube kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 12 x 3.50 rebel stent was advanced to treat the lesion. However, the stent got caught onto something in the artery and was burred up. The procedure was completed with another 12 x 3.50 rebel stent and a non-bsc stent. No patient complications were reported and the patient's status was fine.